Event description:
The customer reports that the jaws are broken on the device. Started to use and went to insert and the device did not perform. Opened new one and used it to complete the procedure. No pt consequence.